Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009, alleging that he was unable to test because his onetouch ultrasmart meter and reportedly developed symptoms and received treatment afterwards. The medical surveillance specialist (mss) was unable to reach the lay use/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient indicated that when he inserts the test strip, the meter displayed a message to check the code and to press ok. According to the owner's manual, the onetouch ultrasmart meter would display the "check code. Press ok" message after every 25 tests. The patient indicated that the reported issue had been occurring for the last 2 days. The reported issue first occurred two days prior around 8-10am. He claimed that after he pressed the ok button a green screen appeared and then he is unable to test. It is known that the backlight will turn if the ok button is held down for 2 seconds and the display will appear green; however, it was not confirmed if the patient was pressing the ok button for this long. The patient claimed his blood glucose levels dropped "really low" and got "really lethargic" after the reported issue around 8-10am on may 28, 2009. The patient's caregiver gave him orange juice. No other blood glucose results were reported. According to the troubleshooting performed by customer service, the subject meter functioned as intended. The patient was able to obtain a blood glucose result during the call. Replacement products were still sent to the patient. There was no evidence that the product malfunctioned. However, this complaint is being reported because, the patient allegedly developed hypoglycemia after not being able to test with the onetouch ultrasmart meter. Replacement products were still sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.